Manufacturer narrative:
The serial number of the device was requested but not provided, therefore the manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that a fault alarm occurred on the epc system controller. No adverse events were reported. X-ray images did not reveal any damage. The epc controller was replaced with a pocket controller. The log file revealed a driveline fault alarm and a backup battery fault alarm due to an expired backup battery. There was no pump stoppage or interruption in support. The driveline fault alarm was silenced. The system controller will be replaced and the patient will be monitored. No further issues have been reported.

Manufacturer narrative:
Approximate age of device: 4 years and 8 months. Manufacturer investigation conclusion: the reported event of a driveline fault alarm can be confirmed based on the available log file. The log file has been modified and the majority of the data was missing. The raw log file was requested, and it was not available. The log file contained information recorded from (B)(6) to (B)(6), 2018 where a driveline fault and backup battery fault alarm were recorded. A specific root cause for the alarms was not able to be determined as the log file was modified and the data was incomplete. Multiple product requests were sent, the system controller was not returned for analysis. No further information was provided. The manufacturer is closing the file on this event.